Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00317. The patient has 4 leads (2 from lot ab2245 and 2 from lot ab2250) as part of his axium neurostimulator system. All of the patient's leads are being reported because it is unknown which lead is liable. It was reported a cerebrospinal fluid (csf) leak occurred during a drg trial implant procedure. Postoperatively, the physician gave the patient decadron as a preventative measure. The patient did not report any headaches post-op.